Event description:
Customer reported that her insulin pump was repeatedly sending a cartridge alarm. There was no adverse impact to her blood glucose level. Technical support followed up with customer and confirmed the issue. They decided to replace her pump, which was still under warranty, and advised her on the steps needed for returning the faulty pump and setting up the replacement. Customer was informed about programming her settings and connecting her continuous glucose monitor to the new pump.